Manufacturer narrative:
No code available: pseudarthrosis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient having spinal therapy. Levels implanted: l5-s1 pre-operative diagnosis: pain in the legs and hard going to the restroom, movement in the disc space it was reported that the l5 screws felt solid but the s1 screws were a bit loose and were therefore changed. Pseudarthrosis was reported in the patient. Some fusion occurred but not completely. The patient complained from pain and a standing x-ray was done where movement was noticed and the patient planned for revision due to that. The patient was on pain medication. Two s1 screws were removed and the area around the disc space and the facets was decorticated. The patient's issue has been resolved. No further complications were reported regarding the event.